Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the last bolus and the last basal delivery were on (B)(6) 2013. On (B)(6) 2013, a replace cartridge alarm was recorded; the alarm was confirmed, deliveries were not resumed. The black box showed on (B)(6) 2013 a 5.0u bolus was programmed and delivered. Only typical usage alarms and warnings were observed in the black box and alarm history. Executed a 1 unit per hour basal program for 24 hours, no unprogrammed boluses were recorded in history during this time. No hypersensitive keys were observed on the keypad. Investigators successfully performed a normal (B)(4) bolus and a (B)(4) audio bolus. Both were accurately recorded in the pump history. A replace cartridge alarm was duplicated for the investigation; pump gave the appropriate sound and displayed the correct message on the screen. A (B)(4) flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Investigators were unable to duplicate the complaint during the investigation process.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had a low blood glucose of 3.4 mmol/l with lightheadedness, shortness of breath, and weakness. The patient was reported treated with oral carbohydrate and the patient's blood glucose resolved to 7 mmol/l. The reporter stated that the pump history indicated a bolus of 5.0 units delivered at 11:10 am which was not programmed by the patient; the reporter stated that the pump history indicated that the delivery was programmed from the pump not the meter/remote. The reporter stated that the patient noted several times that the pump was attempting to deliver a bolus and the patient would cancel the bolus during the delivery. The reporter indicated that none of the boluses were found in the patient's bolus history. The pump bolus history was found to be correctly adding up in the total daily dose for the day. This report is made based on the allegation that the patient experienced hypoglycemia related to an alleged unprogrammed bolus in the pump history.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.